Event description:
It was reported that pump experienced malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with assistance, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if malfunction recurred, which customer acknowledged and understood.